Manufacturer narrative:
The manufacturer received x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to implant fracture. Reason for fracture is unknown.

Manufacturer narrative:
Event description: it was reported that the product was implanted on (B)(6) 2019 and revised on (B)(6) 2020 due to fracture. Review of received data: - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. - x-rays: two x-ray pictures were available for the investigation. The x-rays show that the znn nail was broken through the hole for the lag screw. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the compatibility check could not be performed as only the complained product is known. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. - raw material certificate: the raw material certificate was reviewed with no anomalies noted. Conclusion: it was reported that the product was implanted on (B)(6) 2019 and revised on (B)(6) 2020 due to fracture. The provided x-rays confirm the breakage of the znn nail through the lag screw hole. No product was returned, hence visual and dimensional evaluation could not be performed; therefore, the fracture surfaces could not be evaluated. It remains unknown how and why the znn nail was broken after approx. 9 months of implantation. The review of the device history records and the raw material certificate identified no deviations or anomalies during manufacturing. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Additional information which was received on (B)(6) 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additionals: a1, a2, a3, e1, g4, g7, h2, h10. The manufacturer received other source documents for review. Should additional information become available or an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to implant fracture. Reason for fracture is unknown.